Manufacturer narrative:
The reported failure of the speaker assembly, buzzer assembly, system printed circuit assembly (pca), and display pca is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number (B)(6), review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information alleging a ventilator service required alarm had occurred on a trilogy evo device. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy evo was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that two error codes, therapy buzzer fail and speaker fail, were observed on the device's error log. The manufacturer's service technician performed a functional test on the device, but no malfunctions were confirmed on the device. The manufacturer's service technician proactively replaced the speaker assembly, buzzer assembly, system printed circuit assembly (pca), and display pca for this device. Additionally, during the service of the device, the blower assembly was replaced for a noise that was heard during an operational check of the device. This was unrelated to the reportable issue.